Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Heaviness in legs [heaviness in limbs]. Heaviness in joint and knees [discomfort in joints]. Pain in knees and joint [joint pain]. Pain in leg [leg pain]. Lower back pain [low back pain]. Vaginal infections. Cystitis. Stiffness. Abdominal pain. Abdominal distension. Goiter. Hypercholesterolemia. Elevated fasting blood glucose [fasting blood glucose increased]. Hepatic steatosis. Abdominal discomfort. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain in an adult female patient who had essure inserted (lot no. Jjpe001). Additional non-serious events are detailed below. The patient had a medical history of parity 1. Previously administered products included: iud nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), limb discomfort ("heaviness in legs"), musculoskeletal discomfort ("heaviness in joint and knees"), arthralgia ("pain in knees and joint"), pain in extremity ("pain in leg"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), cystitis, and musculoskeletal stiffness ("stiffness"). Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain, abdominal distension, goitre ("goiter"), hypercholesterolaemia, hepatic steatosis, and abdominal discomfort and was found to have blood glucose increased ("elevated fasting blood glucose"). The patient was treated with surgery (vaginal hysterectomy and a salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, blood glucose increased, goitre, hepatic steatosis and hypercholesterolaemia to be related to essure administration. No causality assessment was received for essure with regard to limb discomfort, back pain, vaginal infection, cystitis, musculoskeletal stiffness, pelvic pain, musculoskeletal discomfort, arthralgia or pain in extremity. Diagnostic results (normal ranges are provided in parenthesis if available): *investigations were performed to find a cause to the events: doppler, blood test, regular visits with general practitioner. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: upon receipt of new follow up it was noted that argus cases (B)(4) are duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All information including event reporter, essure removal details, source documents, reference & all other relevant information has been transferred to retention case (legacy device number 2951250-2026-00183). Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.